Manufacturer narrative:
Investigation summary: no samples or photos were returned for analysis. No DHR review can be carried out as lot number is unknown. Based on no sample, the reported defect could not be confirmed. Based on an evaluation of severity and occurrence it was determined that no corrective action is required at this time.

Event description:
It was reported patient gave himself an insulin injection with31g x 8mm bd micro-fine¿ insulin pen needle and cannula broke off and got stuck in patients tissue. Patient now has discomfort from the cannula when wearing a belt

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported patient gave himself an insulin injection with31g x 8mm bd micro-fine¿ insulin pen needle and cannula broke off and got stuck in patients tissue. Patient now has discomfort from the cannula when wearing a belt